Event description:
It was reported that while the device was still in the box, the device was found to be at recommended replacement time upon interrogation. Ventricular fibrillation detection turned on upon interrogation and diagnostics showed that multiple shocks had been delivered. Device alerts were triggered for low battery and lead integrity. Lead warnings were triggered for noise, oversensing, and lead impedance. The device was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. The analyst noted that detections were turned on. The device had 1880 seconds of cumulative charge time.